Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed and no relationship to this complaint was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 71 complaints, regarding 71 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the airseal ifs, 230v device was being used during a robot-assisted laparoscopic prostatectomy procedure on (B)(6) 2026 when it was reported ¿during the operation, after approximately one hour of surgery, the airseal unit suddenly shut down without warning and restarted itself. It was running in airseal mode at the time. After the restart, the unit functioned normally. No alarms were triggered during the shutdown or the restart.¿ further assessment found that ¿during the start-up phase of the procedure, a sudden loss of pneumoperitoneum occurred without any prior warning. This happened shortly after the airseal mode had been activated, with all robotic instruments already docked. The pressure dropped immediately, and the staff did not have time to remove any instruments before the loss of pressure occurred.¿. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.